Manufacturer narrative:
The device was returned, decontaminated and visually investigated. There were no signs of physical damages on the returned device. There were no observable mechanical defects or functional issues in actuating the tip. The tls was connected to a working universal power supply (ups) and tested for functionality. The device was activated and performed as intended. No defects were observed. For final inspection requirements, all devices are 100% inspected for functionality imperfections. Unable to confirm the complaint. The root cause of the issue could not be determined.

Event description:
During a hemorrhoidectomy procedure, the surgeon noticed that the tls3 14cm device did not work properly. The procedure and anesthesia time were extended for 10 minutes. There was no harm to the patient.